Manufacturer narrative:
On 06/18/2015 additional information: the centrifugation of samples recommendation from (B)(4) is 10 minutes at 2000g for the li-hep monovettes. The customer spins the samples for 10 minutes at 4000g. The increased g force can cause cellular debris in the sample supernatant. The instrument files were reviewed and there was nothing to indicate the cause of the troponin fliers. Pre-analytical sample handling cannot be ruled out. The customer ran the patient samples in duplicate for several weeks and has requested no further assistance. The cause for the discordant troponin ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00021 on february 09, 2015. On 02/09/2015 additional information: the customer reports the mean value. The centrifugation of samples recommendation from (B)(4) is 10 minutes at 2000g for the li-hep monovettes. The cause for the discordant troponin ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for a patient sample when run in duplicate. One result was positive and one result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) performed the following on a previous visit to the customer site. The cse checked the aspiration probes, the valve manifold, the wash1 delivery, and the probe alignments. All checks were acceptable. The peri pump tubings and the incubation rings have been replaced. The pumps were checked and some were replaced. The system was decontaminated. The cause for the discordant troponin ultra result is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."